Manufacturer narrative:
Continuous renal replacement therapy, intubation and mechanical ventilation.

Event description:
It was reported that a (B)(6) pt with (B)(6) in isolation, with very compromised lung function in critical condition in critical care unit in an isolation room, with the doors to the room closed (per isolation protocol), and became disconnected from the ventilator at the connection site of the company's breathing circuit filter and the flex tube. The nurse heard vent alarms (but possibly not for 90 seconds), and went in to care for pt. One to two minutes later, the pt coded and expired. Reporter indicated that the medwatch was submitted because of concern about the design of connectors in breathing circuit components. Connections: endotracheal tube inside the pt mouth, which was connected to in-line-suction, which was connected to the company's flex tube, which was connected to the company's breathing circuit filter, which was connected to "y" circuit, which was connected to ventilator tubings, which was connected to filters, which was connected to the ventilator. None of these connections are locked or secured in any way by any sort of locking or clamping mechanism by design, allowing for potential for disconnections. (B)(4).